Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. H6: proposed component code: mechanical (g04) - provisional bottom. The reported event was able to be confirmed via provided picture. Visual examination of the picture identified that the instrument is fractured. A review of the device history records could not be performed as lot identification was not provided. A definitive root cause could not be determined. Upon review of our reporting decision on fracture of articular surface provisionals: a review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that the tasp is showing unusual wear on the bottom portion. It appears that the lateral side is missing little pieces. No parts fell into patient and there was no surgical delays. It is impossible to know how many times this consignment instrument was used.

Manufacturer narrative:
(B)(4). G2: foreign - canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.